Manufacturer narrative:
Other relevant device(s) are: product ID 8709sc lot/serial# h866213308 implanted: (B)(6) 2013, product type: catheter; ubd: 06-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity. It was reported the patient's catheter was inadvertently cut during a back surgery on (B)(6) 2018. It was reported the surgery was not related to the pump. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the pump was still actively working and indicated they were not sure why it was reported that the patient's catheter had been inadvertently cut during a back surgery on (B)(6) 2018. The patient's last refill was date was (B)(6) 2018.